Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples and concentrated calcium_2 (ca_2c) results were obtained on 2 other patient samples on an advia chemistry xpt instrument. The falsely elevated results were not reported to the physician(s). The samples were repeated on the original instrument, recovering lower. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c and ca_2c results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that the discordant results were obtained on 5 patient samples on an advia chemistry xpt instrument. Quality controls (qcs) were acceptable on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse drained the vacuum tank and replaced drain pump 1 (cdp1) and drain pump 2 (cdp2) rubber tube. Then, the cse ran 20 replicate pool of patient samples which recovered within the specifications. Next, the customer ran the calibration and qc which recovered acceptably. Siemens further investigated the issue and concluded that an instrument malfunction potentially contributed to the concentrated carbon dioxide (co2_c) and concentrated calcium_2 (ca_2c) results. The instrument is performing according to specifications. No further evaluation of these devices is required.